Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The shroud,lift assay and kit, ceramic purge valve upgrade parts were replaced due to normal use. Based on all available information and abbott diagnostics' complaint investigation, the instrument performed as intended and no product deficiency was identified.

Event description:
The customer tested (B)(6) donors with the prism hiv o plus and (B)(6) of them were repeat reactive. 4 of them were confirmed as correct positive, (B)(6) patients are false reactive. Additionally, false reactive results from the prism anti-hcv assay were obtained: 18 were repeat reactive and 1 was confirmed to be a correct positive. Therefore (B)(6) patients were false reactive. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4). Note: this issue was also submitted under manufacturer report numbers: 1415939-2014-00186 and 1415939-2014-00191 for different suspect medical devices.